Event description:
It was reported that during an atrial tachycardia (at) procedure, the catheter was inserted into the heart for mapping in the right atrium (ra). After treatment of the atrial tachycardia the catheter (smart touch, bard quadripolar) were removed, which were placed through direct femoral sheath. The pentaray nav catheter was inserted via a non steerable sheath, which was also inserted via a femoral vein into the ra. When the pentaray nav catheter was being removed, the sheath was already 5cm away from the ra/ivc junction and therefore the pentaray nav catheter descended down 5cm with the splines exposed and facing away from the direction of travel, into the sheath to be removed from the patient. An inferior vena cava (ivc) dissection was reported post procedure. The outcome of the adverse event was fully recovered. The physician¿s opinion regarding the causality of adverse event was possible device-related.

Manufacturer narrative:
The concomitant products: smart touch bidirectional model # d-1327-05-s, lot # unknown (not marketed in us). C3 interface cable ¿ therapeutic model # d-1286-03-s, lot # unknown. C3 interface cable ¿ diagnostic model # d-1286-01-s, lot # unknown. C3 external reference patch model # d-1283-02 lot # unknown. Carto 3 model # m-4800-01, serial # (B)(4). (B)(4).